Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material resembling orange paint at the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the reprocessing manual chapter 3 chapter 3 cleaning, disinfection, and sterilization procedures 3.5 manual cleaning brushing the channels -be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a foreign substance resembling orange paint came out of the forceps channel of the evis lusera colonovideoscope device. The issue was observed during reprocessing and there was no patient or procedure involved with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. There was foreign matter found in the forceps channel.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.